Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown ceramic alumina e liner. It was noted that the device is not available for evaluation due to hospital policy. Should additional information become available, it will be provided in the supplemental report. Not returned.

Event description:
It was reported that the patient felt subluxation and began feeling groin pain. The surgeon stated that it never actually dislocated. The surgeon revised the left hip and mentioned intraoperatively the presence of metallosis and black tissue, the surgeon stated that there was evidence of markings on the "cup" accolade tmzf stem and cup remained implanted. On (B)(6) 2014, the sales rep clarified the comment on metallosis and cup marking. The rep indicated that it looks like metallosis because the soft tissue was scooped out and dark in color. However, the surgeon was not certain. The marking appeared to be from rubbing of the line on the cup but surgeon did not remove the cup. Sales rep indicated that he is not able to get any additional information as per hospital policy.